Event description:
Code number changed on it's own. No information on what the reading was on the patient's blood glucose meter. The patient contacted emergency services and was treated with glucose. There is no information on what the reading was in the hospital. Customer services walked the patient through resolving the issue and the issue was not resolved. Customer service sent the patient a replacement meter.